Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The customer's blood glucose level was unknown. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify frozen screen due to blank display.